Manufacturer narrative:
The investigation for the product damage has been completed. Pump was returned and investigated. There was a v-shape cut observed in the catheter at the 58cm mark. The red pump handle was opened and blood was confirmed to be inside. The hole v shaped hole that was found, allowed blood to ingress through the catheter and into the red pump handle. Therefore, the root cause of the product damage issue was use related to improper technique.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 85-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp to support a patient admitted in for hrpci (high risk percutaneous cardiac insertion). The pump was placed but due to pump damage and blood leak at the red plug, the pump was explanted.